Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the right femoral artery using a benchmark 6f 071 delivery catheter (benchmark dc). Upon finishing the procedure as the physician was removing the benchmark dc from the patient, it became stuck in another manufacturer's sheath. The physician removed both the sheath and the benchmark dc from the patient; however, access to the femoral artery was lost. The procedure was completed at this point. However, the patient experienced a hematoma in his groin. The hematoma was treated using a pressure wrap/dressing to hold pressure. The physician held pressure for an extended amount of time and the access site was closed with manual pressure. The patient's condition improved.

Manufacturer narrative:
Result: a non-penumbra guidewire was stuck inside the benchmark delivery catheter (benchmark dc), and the benchmark dc was inserted through the non-penumbra sheath. The benchmark dc was kinked, ovalized, and stretched in multiple locations. The distal tip of the benchmark dc was kinked in multiple locations. The non-penumbra sheath was kinked in two locations. Conclusion: evaluation of the returned device revealed multiple kinks, ovalizations, and stretches in the catheter shaft. These types of damage typically occur due to improper handling during use. If the device is forcefully manipulated during advancement or withdrawal against resistance, this type of damage may occur. Further evaluation revealed kinks in the non-penumbra sheath. These kinks likely contributed to the resistance experienced while withdrawing the benchmark dc. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.